Event description:
Additional information reported that the patient noted to be in an atrial fibrillation (fib) post operatively. The patient was discharged from hospitalization; however, returned to clinic for cardioversion on (B)(6) 2021. Start date reported (B)(6) 2021 with outcome resolved without sequelae and with stop date of (B)(6) 2021.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
It was reported that the patient was taken to the operating room due to increased chest tub output and bleeding. The patient remained hemodynamically stable. A large amount of clotted blood in the left chest and mediastinum, with mild to moderate ooze from sternotomy and muscle edges. The patient¿s chest was closed, and patient returned to the intensive care unit (ICU) on (B)(6) 2021. The event reported to have resolved without sequelae. Treatment reported to have been surgery. No additional information was reported.

Manufacturer narrative:
Manufactures investigation conclusion: a direct correlation between the reported events (bleeding, cardiac arrhythmia) and heartmate 3 left ventricular assist system (hm3 lvas) could not be conclusively established through this evaluation. It was reported that the patient was taken to the or (operating room) for increased chest tube output and bleeding, on 29jan2021. The patient remained hemodynamically stable. A large amount of clotted blood was observed in the left chest and mediastinum. It was reported that the implant procedure was causally related to the bleeding event, but the bleeding was not related to the device under study. The chest was closed, and the patient returned to the ICU (intensive care unit) on 29jan2021. No alarms were reported for this event. The event reportedly resolved without sequelae on 29jan2021. It was also reported that the patient was noted to be in a-fib (atrial fibrillation) post-operatively, on 28jan2021. The patient was discharged from hospitalization and returned to the clinic for cardioversion on 16feb2021. This event was reportedly not related to the device under study and was unlikely to be related to the implant procedure. Multiple requests for additional information were sent to the center; however, no further details were provided. The patient remains ongoing on hm3 lvas. The hm3 lvas instructions for use (IFU) lists bleeding and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU provides information regarding anticoagulation, including the recommended international normalized ratio (inr) values. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.